Event description:
The customer alleges back to back results of 227 and 107 on his meter. Controls were not run and strips were stored in kitchen, which is inconsistent with labeling. Return requested and replacement was sent.